Manufacturer narrative:
Product complaint # (B)(4). Adverse events (serious injury) submitted via mw# 2210968-2020-03228, mw# 2210968-2020-03229, mw# 2210968-2020-03230. Adverse events (death) submitted via 2210968-2020-09172, and 2210968-2020-09174. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1080/14767058.2019.1656194. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? What are the underlying causes of the death of the patients? Are the causes of death attributed with the use of ethicon products?

Event description:
It was reported in a journal article with title: mesh-augmented versus direct abdominal closure in patients undergoing open abdomen treatment. The aim of this large two centre study was to compare this vacuum-assisted wound closure and an intraperitoneal onlay mesh (vac-ipom) technique with the current standard of care (vacuum-assisted wound closure and mesh-mediated fascial traction; vawcm) in patients undergoing open abdomen (oa) treatment. This retrospective study involves a total of 139 patients between january 2005 and december 2015. Of these, 50 patients (30 male; median age (iqr): 61 (55-72) years; bmi (iqr): 27.3 (23.1-35.0) kg/m2) underwent vac-ipom (vac-ipom group), and 89 patients (52 male; median age (iqr): 55 (48-67) years; bmi (iqr): 24.8 (21.0-29.2) kg/m2) underwent vawcm (vawcm group). In vac-ipom group, polyester-based mesh and polypropylene-based mesh including vipro (ethicon) in 1 patient were used. The meshes were fixed in all corners with a non-absorbable polypropylene suture (prolene, ethicon) and the edges were attached to the peritoneum with the same suture. The fascia was partially or completely closed with a pds running suture (pds; ethicon). Fascial closure was not required in the majority of patients in vac-ipom group because this technique was sufficient to stabilize the abdominal wall and prevented excessive fascial traction. Reported complications in the vac-ipom group included surgical site infection (ssi) at discharge (n-27), ssi at last follow up (55-454 days) (n-12) in which partial mesh explantation was necessary, intestinal fistula until 100 days after oa (n-11), intestinal fistula during oa treatment (n-7), incisional hernia (n-?), and sepsis/multiorgan failure causing death (n-6). In the current study, vac-ipom in patients with oa decreased re-operations, duration of hospital and ICU stay, and the incidence of incisional hernia compared to vawcm. Based on these results, abdominal closure using synthetic mesh-augmentation represents a therapeutic option in patients undergoing oa treatment."